Event description:
The patient had a primary c-section and, then, there was concern for bleeding underneath fascia and the abdomen had to be reopened. This was performed under general anesthesia. The abdomen was reopened and at closing, two needles broke off near the tip and x-ray had to be done-which was negative for any retained needle. The patient was not harmed by this event. This information was reported to the company representative. Lot # ml5588 and pg11885.